Event description:
It was reported that during an unk procedure the device would not work and when it was activated in the pt the active blade snapped off. This part was retrieved from the pt. No pt consequences were reported.

Manufacturer narrative:
Date sent: 06/19/2007. Info anticipated, but unavailable at this time.